Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm implantable collamer lens was implanted into the patient's right eye (od). The lens was removed and later replaced for a shorter length lens due to excessive vault. Reportedly, "the surgeon and patient are happy."

Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a vticm5_12.6; -12.0/2.5/067 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted and later replaced with a shorter length lens this resolved the problem. The cause of the event was reported as patient related factor and the device did not fail to perform as intended. Claim#: (B)(4).